Manufacturer narrative:
The event of "right leg cellulitis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "right leg cellulitis" is considered an unexpected adverse drug experience. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.

Event description:
Health professional reported a serious, non-device-related event of "right leg cellulitis" after a patient was injected in the jawline with 2 syringes of juvéderm volux¿ xc. Treatment was required, noted as ¿keflex" and "bactrim ds." Outcome noted as ¿recovered/resolved.¿